Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cysto-nephro videoscope has been reprocessed manually in the sink, then placed into an automatic endoscope reprocessor and then into a tyvek pouch to be placed into the sterrad machine for sterilization. The scope was completely dry entering the pouch and same when removed from the machine. The scope was stored in these pouches until use. The pouch itself appeared to stick to the outer layer on the scope and when removed from this pouch can leave a sticky glue residue and also remove rubber from the scope. The event occurred during reprocessing. The procedure was unknown. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.